Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of symptoms/ae: during the procedure, after stent deployment. It was reported that during the procedure, the patient experienced hypotension after stent deployment ot the right ica. Non-invasive blood pressure dropped from a baseline of 113/58 mmhg to 79/37 mmhg and then to 64/32 mmhg. A ns fluid bolus was initiated and ultimately the patient was started on a dopamine drip to maintain the systolic pressure>100 mmhg. The patient required prolonged hospitalization due to the hypotension and was discharged in october, 2006. Post procedure, nihss assessments remained unchanged from baseline. It was the opinion of the investigator that this ae was not device-related. Baseline blood pressure was sustained and was dopamine was discontinued. The patient was discharged to home later that day in stable condition. No additional information is available.